Event description:
The clinic reported that a laser vision correction patient presented with trace diffuse lamellar keratitis (dlk) in the left eye two days post treatment. The topical steroid dosage was increased (predforte), followed by scheduled taper. The patient was asymptomatic. No loss of best corrected visual acuity (bcva) reported.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.